Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the atrial lead exhibited undersensing p-waves and low pacing impedance. It was noted that high rate episodes were related to insulation damage and that the atrial sensing episodes were causing retrograde conduction. The device was reprogrammed, but the patient complained about dyspnea after two days. Therefore the device was reprogrammed again. The atrial lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.